Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a gastrectomy procedure. An air leak occurs when air is being filled in the trocar. To correct the condition, used a new device. There was no patient involved or injured. The last known status of the patient is stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the sample had acceptable results. Visual and functional testing of the returned product confirmed the product, as received, met specifications. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Additional information: according to the reporter, there was no unanticipated tissue loss as a result of this problem. There was no tissue damage. There was no blood loss of 500 cc or more due to the product problem. The surgical time was not extended by more than 30 minutes. The current condition of the patient is stable.